Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed software error detected, trace pointers are invalid, history pointers failed the history pointers are corrupted and post-reset ram crc alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. Device error 53 found in the pump history. Problem isolated to electronic assemblies. No unexpected device error 68, pump error 49 or pump error 23 alarms noted during testing.